Manufacturer narrative:
(B)(4).

Event description:
The pacemaker would not interrogate, a message was displayed that kept repeating every time ok was pressed. A magnet was applied and no magnet response was observed along with no pacing. The device was explanted and was replaced with a new ela reply device.

Event description:
A customer contacted baxter's (B)(4) regarding an overprime on the homechoice (hc). The home patient (hp) reported she was trying to re-prime machine but when she turn it on the display message was last fill volume. The technical service representative (tsr) had hp cycle machine and then press go. Hp stated that fluid was coming out of the patient line. The tsr advised hp that this meant patient line was primed. Product surveillance followed up (B)(6) 2010 with the hp who stated all supplies were discarded after use. Hp was not able to provide the lot number. The hp did not recall any specific details from this event. The hp was able to continue with the therapy after speaking with the tsr. The hp reported she continues to use the cycler and was doing very well. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for an overprime in the patient line that occurred during priming was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.